Event description:
This patient received a gore excluder aaa endoprosthesis trunk ipsilateral leg component, contralateral leg component, and iliac extender component. In 2007, it was discovered that the iliac extender component had detached from the contralateral leg component resulting in a type iii endoleak. The physician believed it to be attributed to the tortuous anatomy. A reintervention was performed on the day of event, to repair the endoleak using a second contralateral leg component. The endoleak was resolved. Films are being sent to gore.